Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the lead insulation was damaged at 13.3 and 15.2 cm from the connector pin. The coil was offset at 13.3 cm from the connector pin. The insulation was damaged at implant.